Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The reported symptom pump not recognizing a loaded slide clamp was verified when evaluator found the pump unable to recognize an open door and therefore did not prompt the user to load a set, which could be interpreted as the pump not recognizing a loaded slide clamp. The cause was determined to be the upper latch switch was failed and therefore the upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize a slide clamp. There was no known patient injury or medical intervention associated with this event. No additional information is available.